Event description:
It was reported that the customer had a no delivery alarms on the insulin pump. The blood glucose level was 244 mg/dl. The customer stated that he had just changed reservoir, site practically everthing and he still getting no delivery alarms. The customer requested assistance for programing the insulin pump and he was connected to the helpline for assistance. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)